Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that during a replacement procedure, the right ventricular lead was stuck in the header of this pulse generator (pg). It was not possible to loosen the setscrews. The physician elected to use a bonecutter to remove the lead. The header was removed from the device. The device will be returned for analysis while the lead was not damaged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.

Event description:
--